Event description:
It was reported that sometime post catheter placement procedure, the line was allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman s/l layer of t/l catheter was returned for evaluation. Gross, microscopic visual, functional testing and tactile evaluations were performed. The investigation is confirmed for the identified burst issue as a c-shaped split was noted approximately 8.5cm from the distal end of the luer. Under microscopic observation, the edges of the c-shaped break on catheter was noted to be smooth. Upon infusion, a leak from the c-shaped break was observed on the catheter. However, a complete circumferential break was noted approximately 10.0cm from the distal end of the luer and striations were noted on the edges of the catheter. During tactile evaluation, the catheter was gently stretched and no abnormal elasticity was observed. The investigation is unconfirmed for the reported fracture issue as no evidence of catheter fracture was noted on the returned device. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a catheter placement procedure, the line allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2026).